Event description:
Pt reported the e7 (electronic error) message keeps repeating on the infusion device. Preliminary eval of the product on (B)(4) 2012 found torn soft components at the up button of the infusion device and used up soft components at the check/menu buttons and used up soft components at the ground plate. Read out of the e7 error message is not possible due to a non-functional up button as the up button is permanently pressed causing all of the other buttons to be nonfunctional. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.